Event description:
It was reported that catheter break occurred. An angiojet zelantedvt was used for thrombectomy procedure in the lower limbs. During the procedure, it was noted that the catheter was fractured and the guidewire in the inner sheath was fractured. The procedure was completed with another of the same device. There were no complications reported and the patent was stable. It was further reported that the tubing was cracked and leaking 3 cm from the hub. The fracture occurred on a portion of the device that was outside the patient.

Event description:
It was reported that catheter break occurred. An angiojet zelantedvt was used for thrombectomy procedure in the lower limbs. During the procedure, it was noted that the catheter was fractured and the guidewire in the inner sheath was fractured. The procedure was completed with another of the same device. There were no complications reported and the patent was stable.